Manufacturer narrative:
Ps347978 the rt105 adult breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt105 adult breathing circuit was returned to fisher & paykel healthcare in new zealand where it was visually inspected and pressure tested. Results: visual inspection revealed the top part of the water bowl was damaged. Pressure testing revealed that the circuit was out of specification. Conclusion: we are unable to determine what caused the damage to the water trap of the breathing circuit. The water trap of the breathing circuit consists of two parts where the lower part can be removed during use for draining water. The water trap leak was located at the connection between the water trap bowl and the water trap lid. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. The user instructions that accompany the rt105 adult inspiratory heated breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that a water trap of rt105 adult breathing circuit was found broken during device setup. There was no patient involvement.